Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: a review of the pump black box data no evidence of short battery life. During a visual inspection of the pump, there was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due a display lens leak. All current draws measured within specifications. The pump case was removed and moisture corrosion was found to the power printed circuit board and to the cgm module. The complaint of a battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.